Manufacturer narrative:
The device was received with a non-functioning blood glucose board. The device would not register strip insertions or return readings during sst. Replacing the bg board resolved this issue. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's omnipod personal diabetes manager (pdm) blood glucose meter was not working when the patient insert the test strip. The patient's blood glucose levels reached 468 mg/dl.